Event description:
Hcp reported device malfunctioned after MRI. Hcp reported cellulitis after MRI between pt's ipg and pump. Pt has burning sensation in abdomen between pump and ipg. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when additional info is received.